Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted body fluid contamination in both lead barrels and scratches and dents on the case of the device. High powered visual inspection of the lead barrels did not show evidence of silicone to silicone bonding on the internal sealing rings. All four set screw capture washers were "volcanoed" up indicating a force exerted upon them in the counter clockwise direction. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. It was suspected that the difficulty in lead removal may have been a result of the use of incorrect torque wrenches, thus it was concluded that the damage to the device was induced.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that during a normal device change out procedure, it was reported by another manufacturer's field representative that the physician was unable to loosen any of the set screws. It was noted that they broke multiple torque wrenches during the process. The pocket was closed and the patient was referred to a different facility. Another procedure was performed the following day with a different physician where all set screws were able to be loosened without difficulty. Both the right atrial (ra) and right ventricular (rv) leads came out of the header of the existing pacemaker without issue and were able to stay implanted with the new device. No additional adverse patient effects were reported.